Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 153 - 190 mg/dl. Customer was unable to clear the alarm and reverted to a back up pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.